Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 5.0 device for mechanical circulatory support. While on support, that due to the amount of bleeding and active clotting time, the cardiac surgeon decided to go heparin-free for about ten hours, and then gradually use heparin as a purge solution while monitoring. The patient remained on support and was successfully weaned.